Manufacturer narrative:
Additional contact: (B)(6).

Event description:
Information was received indicating that a smiths medical cadd-legacy plus pump was alarming and the pump read "stop". Per reporter, there was nothing to indicate what the issue was with the pump. No adverse patient effects were reported. Per reporter no additional information is available at this time.